Manufacturer narrative:
The device was received with intermittent button response due to corroded keypad traces. There was no display ramping on its own anomaly noted. The pump was received with minor scratches on lcd window. The pump was received with cracked battery tube threads.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the keys are sticking. The customer's blood glucose at the time was 150mg/dl. The customer states they were in a rain storm and the device got damp. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.